Event description:
It was reported that the surgeon inserted an icm125v4 12.0mm implantable collamer lens in the right eye in 2009 and the lens was explanted two months later, due to a refractive surprise. The lens was exchanged for a different diopter lens.

Manufacturer narrative:
Secondary; refractive surprise.